Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's contact reported during pd treatment the patient received "m31 air detected in cassette" alarms. The contact mentioned the issue occurred three times and had noticed a couple air bubbles in the tubing. The patient contact reported when treatment was cancelled and the cassette was removed, fluid was reported coming from the cycler door. The patient reverted to manual exchanges to complete pd treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment.

Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test (ast) was performed and passed. No fluid leaks in the test cassette during the accelerated stress test. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The patient sensor calibration check and mushroom head check passed. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Event description:
A peritoneal dialysis (pd) patient's contact reported during pd treatment the patient received "m31 air detected in cassette" alarms. The contact mentioned the issue occurred three times and had noticed a couple air bubbles in the tubing. The patient contact reported when treatment was cancelled and the cassette was removed, fluid was reported coming from the cycler door. The patient reverted to manual exchanges to complete pd treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment.